Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had a hole in it that leaked blood during use. The following information was provided by the initial reporter: "a bd nexiva 20 g catheter was placed on the patient, the cannula was removed completely and the safety mechanism activated itself. The tubing was only half filled and the blood flow was not continuous. After that, the nexiva was removed. It was observed that there were scattered blood droplets on the catheter. While cleaning the removed catheter, the cleaning solution leaked through scattered holes along the entire catheter. A new nexiva was placed on the patient. This time the cannula worked properly, no issues. It is no longer possible to narrow the problem down to a single lot number, given several packaging units are delivered to different areas and the exact moment of the incident is unknown."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had a hole in it that leaked blood during use. The following information was provided by the initial reporter: "a bd nexiva 20 g catheter was placed on the patient, the cannula was removed completely and the safety mechanism activated itself. The tubing was only half filled and the blood flow was not continuous. After that, the nexiva was removed. It was observed that there were scattered blood droplets on the catheter. While cleaning the removed catheter, the cleaning solution leaked through scattered holes along the entire catheter. A new nexiva was placed on the patient. This time the cannula worked properly, no issues. It is no longer possible to narrow the problem down to a single lot number, given several packaging units are delivered to different areas and the exact moment of the incident is unknown."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-29 . H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used bd 20ga nexiva closed IV catheter system unit inside an undamaged opened package from reference number 383517, lot number 0030238. The unit consists of the catheter and extension set assemblies with traces of dried media present. Also returned is a white cap. Through the visual microscopic evaluation, the unit reveals a ¿v¿ shaped characteristic and a hole in the catheter tubing that are opposite of each other. The presence of media in the unit indicates that there was a venipuncture performed and that the unit was correctly assembled with the needle and catheter intact at the time of venipuncture. A water/air leak test was performed where leakage was observed. The reported issue was confirmed. Based on the condition of the unit, it is most likely that the cause of the defect was user error. As there is significant evidence demonstrating that the unit was intact and correctly assembled at time of venipuncture and the leakage resulted from the observed defect of needle through the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch.